Event description:
It was reported that the hcp who implanted the patient doesn't program the device and wasn't satisfied with how much the patient was still shaking. The patient said their managing hcp told the patient there wasn't anything more they could do programming wise until they surgically moved the lead over a centimeter in the brain. The patient mentioned they had a CT scan of their brain. The patient said they aren't going to have surgery to do this. The patient said they had side effects from dbs at very low settings, suggesting their lead was in the wrong position. The patient said their managing hcp claimed in their notes that the patient's tremor was better than it was prior and said their programming had worked better and longer than any other programming done before, but the patient said that wasn't true. The patient planned to follow up with their implanter. The patient said their managing hcp asked the patient why they didn't have a handset and communicator. The patient said they were not given a new 37642 patient programmer when they had their rechargeable battery implanted in april 2022. Agent redirected patient to hcp in regards to working with hcp to have handset/communicator ordered if this was medically appropriate for the patient. The patient said they went to managing hcp on (B)(6) 2022 and was told the implant battery was real low and spent 4-5 hours charging the implant and the patient's hand was all over the place. The patient said the dbs only had worked for about a year and now dbs wasn't working for them. The patient said the 37642 patient programmer went through aaa batteries too quickly, patient said a couple days ago they put batteries in the patient programmer and now the batteries were already dead. Pss offered to send replacement 37642 patient programmer and patient declined saying they only wanted a handset, that it was hard enough getting aaa batteries in and out of the patient programmer while their hands were shaking. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.